Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4)- surgical intervention,(B)(4). Device code:(B)(4)- hernia recurrence occured no code it was reported that the patient underwent mesh revision on (B)(4) 2016 under dr. (B)(6). (B)(4) medical center due to abdominal pain, adhesion and recurrent incarcerated incisional hernia. No additional information was provided.